Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01765. The pt received his scs system, including two percutaneous leads, on (B)(6) 2009. It was reported that the pt was having difficulty and pain with ejaculation. He also complained of coldness in his legs. He stated that he has had the scs system off for the last week, but the problems have persisted. X-rays revealed that the leads had migrated inferiorly. The physician plans to explant and replace the leads. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.